Event description:
A clinician reported that six implants were inserted in the maxilla of a pt with simultaneous augmentation with autologous bone. The pt began to have symptoms of flatulence and abdominal pain. Three months after the implantation the pt was tested and demonstrated an increased genetic tendency to titanium implant-associated inflammation which can result in implant loss. Five months after the implantation all six implants were removed due to non-osseointegration. The pt had no symptoms to five previous titanium implants in the mandible which remain in place.

Manufacturer narrative:
While it is unk if the device is used in this case caused or contributed to the pt's symptoms, it is possible as allergies to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual response and level of exposure to the material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.